Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned unit using the naked eye and found the tubing had been broken off at the distal luer. A section of the broken tubing still remained inside the solvent-bonded area of the distal luer. The reported condition was verified. The direct cause of the problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusors flow restrictor detached from the tubing. This occurred after the device was filled with flucloxacillin, before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.